Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for gradually increasing pacing impedance, and high thresholds. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.